Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in the clinic for reprogramming on (B)(6) 2018 and complained of increased, bilateral arm pain, especially in their hands. A lead check found the leads were in good position. The device was reprogrammed at this time. On (B)(6) 2018, the patient noted they had better pain coverage, but complained of a throbbing sensation and ¿annoying¿ symptoms from tonic stimulation, especially when they were laying down. On (B)(6) 2018, they noted the stimulation didn¿t cover their hand pain and they wanted to try a different/newer system. The device was explanted, but not replaced, on (B)(6) 2019, resolving the issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the cause of the pain/throbbing stimulation when lying down and the issue of the stimulation not covering the hand pain was not determined. It was noted that the device was returned for analysis. No further complications were reported or anticipated.